Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a hernia procedure, the patient had been having pain for several months. It was discovered that the tack had worked its way out to the top of the abdominal muscle and was removed during a following procedure.